Manufacturer narrative:
The insulin pump received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. No unexpected excessive no delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 550mg/dl and the pump alarmed no delivery. Customer treated with a syringe. Customer indicated that the issue was resolved by a complete set change. Troubleshooting advised that no delivery was most likely the result of an occlusion. Troubleshooting found that the pump is cracked across the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. N further details given.